Manufacturer narrative:
Several attempts have been made to obtain broken device and additional information about the incident. None have yet been received. Supplemental report will be filed if new details become available or if broken device is returned.

Event description:
Device was removed from patient due to post-op fracture that occurred while the patient was wringing out a dishcloth. Broken implant was replaced with another pip proximal implant; revision surgery was successful.